Manufacturer narrative:
The t:slim user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge luer lock was separating from the cartridge tubing. Reportedly, the customer had been reusing the current cartridge. Blood glucose level was 185 mg/dl. Tandem technical support advised the customer against reusing cartridges.